Event description:
Info received indicates the right head side rail is not latching.

Manufacturer narrative:
The tech found the side rail was damaged. The tech replaced the side bracket, release spring and latch cover to repair the bed.